Event description:
It was reported by the customer's father that the customer had high blood glucose levels over 400mg/dl. It was also reported that the threads where the reservoir goes into the insulin pump broke off. Customer's blood glucose level at the time 247mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
A broken reservoir tube lip was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked battery tube threads, a scratched reservoir tube window, and a stained address and serial number label. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)